Manufacturer narrative:
(B) (4). The investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation process.

Event description:
It was reported that the pt suffered a third degree thermal burn on her back at the grounding pad site during an atrial fibrillation ablation procedure. The skin burn was dime to nickel sized. The pt was sent to dermatology for consultation, but no further treatment other than self aid was needed. The outcome of the skin burn was described as mild permanent damage. The pt was discharged and was expected to fully recover. Also, the prognosis for the pt was excellent. The event was considered by customer as being possibly related to the stockert generator or to the grounding pad. The stockert generator power settings were: 30-40 watts. Total ablation procedure duration: 1 hour 18 minutes and 14 seconds. Duration per ablation: 19 seconds (minimum time) to 6 minutes and 3 seconds (maximum time). Total number of ablations: 29. There were no error messages on the stockert. The grounding pad used was valleylab, (B) (4).